Event description:
It was reported that during a superion indirect decompression system implant procedure, the spindle cap broke. The entire spacer was removed and a new spacer was successfully implanted. The patient is doing well postoperatively.

Manufacturer narrative:
The returned spacer was analyzed, and the reported allegation was confirmed. A visual inspection showed that the spindle cap had completely sheared off from the implant body due to excessive force. The probable cause was determined to be unintended use error caused or contributed to event. The damage to the implant suggests that failure likely resulted from deployment against resistance (e.g., bone) and or manipulation of the devices position through gear shifting of the inserter. A review of the labeling found no inconsistencies. The instructions state that excessive force can cause breakage or damage to the bony structures.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the spindle cap broke. The entire spacer was removed and a new spacer was successfully implanted. The patient is doing well postoperatively.